Manufacturer narrative:
Section e2/e3- no information provided the subject device was received and evaluated. Device evaluation found the reported issue was confirmed. During testing, lines on the image were observed when moving cable , unit failed leak test due to cut on the wire. The cable connector need to be replaced. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed.¿ reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. Based on investigation results, the reported phenomenon was confirmed as damaged cable connector in the video port was observed . The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the cameras experienced artifact (black line) across the screen with no error messages occurred. The issue found during a therapeutic procedure. The device was replaced by switching to other camera. The intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.